Event description:
Crack at the silicone tube of the transfer set near the connection of the ti-adapter. The transfer set was in use for 150 days. There was no patient injury or medical intervention associated with this incident.